Event description:
The customer reported to olympus that there was an e216 scope communication error while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Evaluation findings were as follows: the bending section cover adhesive was off and the universal cord was wrinkled. A supplemental report will be submitted if any additional information is provided by the user facility. The following is to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be identified. If handled according to the instructions for use (IFU), the user may be able to detect the event through inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.